Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi). (B)(4).

Event description:
During the index procedure, the patient had an endeavor sprint drug-eluting stent implanted in the rca. Cec adjudicated that an mi oc curred on the same date as the index procedure. It was not assessed if the event was related to the study stent.